Event description:
During a endoscopic retrograde cholangiopancreatography with complex intervention the stent was deployed and the physician felt it had a wrinkled look to it. Provider adjusted the scope and was noted the stent had not deployed correctly. An additional stent was obtained and deployed without issue. The removed stent was to the conmed rep.